Event description:
The customer stated they have noted hemoglobin/hematocrit mismatch on the cell-dyn 1800 for one patient sample. The patient generated a hemoglobin result of 7.4 g/dl and a hematocrit of 25.3%. The sample was sent to a reference lab and yielded a hemoglobin result of 8.9 g/dl and a hematocrit of 32.3% (method not stated). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A field service representative (fsr) was dispatched for issue resolution. The fsr replaced the silicon tubing (s1) and silicon tubing (s2) due to obstruction in the lines causing poor bubble mix. The fsr replaced the normally closed valve for the lyse inlet line because it was stuck open. The fsr ran precision and quality controls; all recovered within normal range. The instrument was performing within specifications; no further investigation was required. A review of complaints and tracking and trending did not identify an adverse trend. The cell-dyn 1800 system operator's manual, provides information to assist in problem identification, isolation, and corrective actions. Based on the investigation, no product deficiency was identified with the cell-dyn 1800 instrument. The issue was resolved by performing required maintenance on the instrument.